Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Patient "datat": not available. Manufacturing site evaluation: samples received: 62 unopened and 2 open race-packs. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 62 closed and 2 open samples (double needle code) with one of the needles detached from the thread and the thread is still wound on the pack. Needle detachment complaint: we have tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep). Needle attachment results before releasing the product were 0.95 kgf in average and 0.92 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. Thread breakage during surgery complaint: we have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.33 kgf in average and 1.11 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Split end at detachment site: when conducting needle attachment strength test on the closed samples received we have found that splitting appears near the attachment area in some units after the needle detached. This splitting could be caused by a faulty needle attachment process in some units. The batch manufacturing record was reviewed which showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "suture already detached from needle during surgery; some snapped during a CABG surgery; some of the suture has 'split end' at the detachment site." This case addresses the detachment of the needle. There was no patient harm or delay in surgery on (B)(6) 2018. Additional information has been requested but not yet provided.